Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 35% to 85% while not connected to a power source. Later the battery dropped from 85% to 55% after being connected to a power source. Review of the pump data logs by tandem technical support confirmed a sudden battery drop. The customer reported their blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.